Manufacturer narrative:
The manufacturer did not receive devices. An x-ray and a picture were provided the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option hd/adpt, 12/14 on the right side on (B)(6) 2015. The patient was revised on (B)(6) 2015 due to dislocation of the ceramic head from the it constrained liner. It was also stated that the metal constraining ring was still in the correct position.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information dislocation of the biolox option head from the it constrained liner was reported. The metal constraining ring was reported to be still in the correct position. 1 undated x-ray showing the right hip was received. The ball head is seen to come off the cup and in contact with the rim of it. The constraining ring seems to be well seating on the cup. Moreover, next to the femoral stem a half circular object, which might be a part of the wire cerclage, is noted to exist. No other abnormalities are observed. One photograph of the incised area showing the implants was received. It clearly shows that the femoral component is detached from the acetabular component. Devices analysis one biolox option head and one adapter are received for the investigation. Head shows significant signs of usage. Metallic smearing is observed on the articulating surface of the head with multiple metal transfer lines due to contact with the metal constraining ring. Some slight scratch-like smearing can be observed on the distal face of the head most likely deriving from the revision surgery. The taper of the head is noted to have circumferential metal transfer due to contact with the metal adapter located mainly at two different height levels. The metal adapter is shown to have free of any visible deformations. According to the received information, the implants were revised after approximately one month in vivo due to dislocation of the head. Based on the received x-ray and the photograph, the dislocation of the head can be confirmed. Possible causes for the event include joint laxity, however it can't be confirmed due to absence of surgical report. Another possibility is the improper initial fixation of the liner in the cup which could lead to subsequent damage of the liner and dislocation of the head. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).